Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer repeated patient samples run before and after the discordant results were obtained, and all repeated as expected. Quality controls were within range at the time of event. The cause of the discordant, falsely low calcium and creatinine results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium and creatinine results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s), as they did not match with previous results obtained for the patient. The sample was repeated on an alternate dimension vista instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium and creatinine results.